Event description:
Procedure type: lap chole. According to the reporter: the blue dilating tip on the end of the trocar broke off, and it was not known if it broke off in the cavity, upon removal or prior to inserting. Surgeon was not even aware that the tip was missing until notified by the sales rep. Tip has not been retrieved. When this was noticed, the pt was already in recovery. There was no unanticipated blood/tissue loss, or extended or time. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 08/31/2009.